Event description:
The surgeon reported the pt had chronic inflammation and swelling over the left joint. The pt was treated for infection. At the time of surgery, one screw in the left condyle was found to have a brown residue around it as well as in the adjacent soft tissue. When it was removed the bone was necrotic. The joint was debrided and a new prosthesis was placed.